Event description:
It was reported that when the foot pedal was engaged, the laser system had a fire at the connection end with the laser fiber (tfl-fbx200s) causing it to burn off. The issue occurred during a therapeutic ureteroscopy laser lithotripsy procedure. The fiber was replaced, and the procedure was completed using the same set of equipment. There were no reports of patient harm or delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 00191 (1/2).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, and thus the customer's reportable malfunction nor the condition of the device were not confirmed. Thus the cause of this malfunction could not be identified. The event can be detected and/or prevented by following the instructions for use which state: soltive¿ superpulsed laser fiber single-use, revision af, it was found that the device preparation section on page 3, includes "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber", device handling section on page 3, states "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." And intraoperative instructions section on page 4, states "be careful to not use too much force, as this can damage the fiber or laser system connector.". Additionally, the laser safety considerations section on page 1, warns: "damaged or improper use of the laser fiber in an incorrect manner may lead to: severe eye or tissue injury, fire in the treatment area, unintended exposure to the patient or medical staff to laser radiation" and "failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room." Olympus will continue to monitor field performance for this device.